Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the primary alarm failed. This is being reported due to malfunction of the primary alarm. Patient involvement unknown. Patient information requested.

Manufacturer narrative:
On 4/4/2017: follow up attempts were made to obtain patient involvement and repair information from the customer; no response received. To date, the customer has not called for further assistance. If information is received, the complaint will be reopened.